Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos battery was evaluated and replaced. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. System software and calibrations were also reloaded. The system was tested and found to be operating as intended and returned to service.